Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the filter broke off the shaft. The lesion being treated was located in the carotid artery. The physician attempted several times without success to release the filterwire ez. When the physician removed the system, "it was observed that the filter still was in the damaged catheter, which showed 10cm of the guide wire". No patient complications were reported. Patient status reported as "good conditions" additional information was requested, but not provided. It was further reported that the 80% stenosed lesion being treated was located in the mildly tortuous, mildly calcified distal carotid artery. The procedure was successfully completed with this filterwire. Correction, the procedure was a carotid artery stenting treatment procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the filter broke off the shaft. The lesion being treated was located in the carotid artery. The physician attempted several times without success to release the filterwire ez. When the physician removed the system, "it was observed that the filter still was in the damaged catheter, which showed 10cm of the guide wire." No pt complications were reported. Pt status reported as "good conditions." Additional info was requested, but not provided.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection confirmed the protection wire was exposed from the sheath slit. Aside from this damage all other components of the filterwire were verified normal. Because the protection wire was exposed out of the slit, the filter could not be deployed. In an attempt to confirm the event, the protection wire was removed from the distal tip of the delivery sheath. The protection wire could not be re-inserted into the delivery sheath due to dried blood present within the delivery sheath. As a result, a functional test (sheathing/ unsheathing) could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).